Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially induced a ventricular tachycardia arrhythmia. Technical services advised two atrial paces were delivered in a short time period due to device programming. Subsequently a non-sustained ventricular tachycardia arrhythmia was exhibited. The field representative provided the ICD will remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.